Manufacturer narrative:
Investigation findings: the suture hook was received with the tip broken off. The tip was not returned for eval. The investigation found the outer tube to be severely bent. This type of damage can occur if severe lateral or torsional force is applied during use. A review of history for this product shows no other events of this nature. The sales rep will contact the facility to provide any additional in service needs.

Event description:
It was reported that during use in an arthroscopic procedure, the tip of the suture hook broke off in the surgical site and was retrieved. There was no pt injury or delay related to this event.